Event description:
The subject device was used during a gynecology procedure. The probe of the device was broken. The procedure was completed with a similar device. There was no information whether the broken tip fell inside the patient. But the broken tip was return to olympus, so olympus concluded that the broken tip didn't remain inside the patient. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 14.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe broke when the probe received a load outputting or grasping tissue. This report is being submitted as a medical device report in an abundance of caution.